Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white male patient had impella cp optical pump inserted in the left femoral. The pump was removed due to suspected hemolysis. The patient expired two (2) days after the pump was removed due to multi-organ failure (mof).